Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014.

Event description:
It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) had a set screw issue in the rv port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.